Event description:
This is filed to report the clip becoming entrapped in the chords and being deployed only on one leaflet. It was reported that on (B)(6) 2022, a mitraclip procedure was performed for functional mitral regurgitation grade 4 with high chordal insertion with large papillary muscles. It was noted that imaging was difficult during the procedure due to the patient's anatomy. However, the first clip was deployed with no issue. The second clip (ntw) was advanced in the patient and became entangled in the chordae. Troubleshooting steps were performed but was not able to untangle the clip. The physician had to deploy the clip, attaching it only on the posterior leaflet and the chordae. The post-procedure mr was reduced to 3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported entrapment of device (clip caught on the chordae) appears to be related to procedure conditions. The reported poor image resolution appears to be related to the patient¿s anatomy. Additionally, the reported foreign body in the patient (clip implanted on one leaflet) appears to be due to the procedural circumstances associated with the clip caught on the chordae. The unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.